Event description:
Information received indicates the mattress is not filling up with the air and the service required is flashing.

Manufacturer narrative:
The technician found fluid on the power circuit board. He replaced the power circuit board to repair the bed.